Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain as a result of the essure implantation") and demyelination ("white matter changes in brain") in a 36-year-old female patient who had essure (batch no. 867693-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included psychological disorder nos, multigravida, parity 3 (date of birth (B)(6) 2001, (B)(6) 2006, (B)(6) 2009), cholecystectomy in 2007, normal delivery (live child) in 2001, recurrent abortion (miscarriages; she doesn't recall specific dates but they occurred between (B)(6) 2006 and (B)(6) 2009), vision abnormal, numbness of upper extremities, numbness in face, night sweats and dizzy. Concurrent conditions included tingling, anesthesia and overweight. Concomitant products included venlafaxine hydrochloride (effexor) since (B)(6) 2012 for anxiety and depression, levothyroxine since 2007 for hypothyroidism, nifedipine since (B)(6) 2012 for leg pain, gabapentin (B)(6) 2012 to april 2012 for pain in extremity, colecalciferol (vitamin d3) (B)(6) 2012 to (B)(6) 2012 for vitamin d low as well as prazosin since (B)(6) 2012 and prednisone from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines/migraine diagnosis with systemic pain/ migraine headaches"), 26 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/persistent abdominal pain/ abdominal pain post essure placement"). In (B)(6) 2012, the patient experienced pain in extremity ("leg pain/ severe leg pain/feet pain"), hypoaesthesia ("numbness in extremities / numbness of extremities/numbness in legs/ numbness in hands"), feeling abnormal ("cognitive fog"), memory impairment ("memory issues"), visual impairment ("vision changes"), amnesia ("memory loss"), anxiety ("mental anguish / anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), demyelination (seriousness criterion medically significant), headache ("headaches"), post-traumatic stress disorder ("ptds"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(new onset migraine and vision"), panic attack ("panic attacks") and cerebral disorder ("white matter changes in brain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the abdominal pain had resolved. In (B)(6) 2012, the migraine, pain in extremity and visual impairment had resolved. At the time of the report, the pelvic pain, demyelination, amnesia, anxiety, depression, post-traumatic stress disorder, allergy to metals, panic attack and cerebral disorder outcome was unknown and the hypoaesthesia, feeling abnormal, memory impairment and headache had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, cerebral disorder, demyelination, depression, feeling abnormal, headache, hypoaesthesia, memory impairment, migraine, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder and visual impairment to be related to essure. The reporter commented: she did not claim allergy to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of your essure placement procedure. She was not advised of any complications from your essure removal procedure.she did not retain the essure or any portion of it. An essure coil was placed into both tubal ostia with 3 trailing coils on the right and 5 trailing coils on the left. Patient tolerated procedure well and was discharged home without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. (B)(6) 2012: mr brain w and wo contrast: nonspecific white matter lesion identified within the right frontal lobe and left posterior temporal lobe. There is no associated enhancement. This may represent demyelinating disease or the sequela of migraine headaches. Infectious/inflammatory etiologies are also included in the differential diagnosis as are low-grade neoplasms, although these are considered less likely. 2. Incidental note of a developmental venous anomaly within the right frontal lobe (B)(6) 2012: mr c spine wo contrast:1.no abnormal cervical spinal cord signal on the today's non contrast examination. Evaluation for underlying acute demyelination is somewhat limited without IV gadolinium contrast material 2. Mild cervical spine degenerative changes, without significant spinal canal or neural foraminal narrowing.. (B)(6) 2012: mr brain w and wo contrast:there remain a few small foci of hyper intense t2 and flair signal within the periventricular and subcortical white matter. The largest is located adjacent to the left lateral ventricle. There is no enhancement or restricted diffusion to suggest acute process. These can be seen with chronic small vessel ischemic changes- other considerations include changes from prior infection or inflammation, prior toxin exposure, possible prior demyelination, or even be associated with headaches. These are of uncertain clinical significance. Please correlate. 2. Developmental venous anomaly appears stable within the right frontal lobe. Most recent follow-up information incorporated above includes: on 19-dec-2018: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain as a result of the essure implantation") and demyelination ("white matter changes in brain") in a 36-year-old female patient who had essure (batch no. 867693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included psychological disorder nos, multigravida, parity 3 (date of birth (B)(6) 2001, (B)(6) 2006, (B)(6) 2009), cholecystectomy in (B)(6), normal delivery (live child) in (B)(6), recurrent abortion (miscarriages; she doesn't recall specific dates but they occurred between (B)(6) 2006 and (B)(6) 2009), vision abnormal, numbness of upper extremities, numbness in face, night sweats and dizzy. Concurrent conditions included tingling, anesthesia and overweight. Concomitant products included venlafaxine hydrochloride (effexor) since (B)(6) 2012 for anxiety and depression, levothyroxine since (B)(6) for hypothyroidism, nifedipine since (B)(6) 2012 for leg pain, gabapentin (B)(6) 2012 to (B)(6) 2012 for pain in extremity, cholecalciferol (vitamin d3) (B)(6) 2012 to (B)(6) 2012 for vitamin d low as well as prazosin since (B)(6) 2012 and prednisone from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines/migraine diagnosis with systemic pain/ migraine headaches"), 26 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/persistent abdominal pain/ abdominal pain post essure placement"). In (B)(6) 2012, the patient experienced pain in extremity ("leg pain/ severe leg pain/feet pain"), hypoaesthesia ("numbness in extremities / numbness of extremities/numbness in legs/ numbness in hands"), feeling abnormal ("cognitive fog"), memory impairment ("memory issues"), visual impairment ("vision changes"), amnesia ("memory loss"), anxiety ("mental anguish / anxiety") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), demyelination (seriousness criterion medically significant), headache ("headaches"), post-traumatic stress disorder ("ptds"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(new onset migraine and vision"), panic attack ("panic attacks") and cerebral disorder ("white matter changes in brain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the abdominal pain had resolved. In (B)(6) 2012, the migraine, pain in extremity and visual impairment had resolved. At the time of the report, the pelvic pain, demyelination, amnesia, anxiety, depression, post-traumatic stress disorder, allergy to metals, panic attack and cerebral disorder outcome was unknown and the hypoaesthesia, feeling abnormal, memory impairment and headache had resolved. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, cerebral disorder, demyelination, depression, feeling abnormal, headache, hypoaesthesia, memory impairment, migraine, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder and visual impairment to be related to essure. The reporter commented: she did not claim allergy to nickel or any other component of essure.she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of your essure placement procedure. She was not advised of any complications from your essure removal procedure.she did not retain the essure or any portion of it.an essure coil was placed into both tubal ostia with 3 trailing coils on the right and 5 trailing coils on the left.patient tolerated procedure well and was discharged home without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2012: mr brain w and wo contrast: . Nonspecific white matter lesion identified within the right frontal lobe and left posterior temporal lobe. There is no associated enhancement. This may represent demyelinating disease or the sequela of migraine headaches. Infectious/inflammatory etiologies are also included in the differential diagnosis as are low-grade neoplasms, although these are considered less likely. 2. Incidental note of a developmental venous anomaly within the right frontal lobe on (B)(6) 2012:mr c spine wo contrast:1.no abnormal cervical spinal cord signal on the today's non contrast examination. Evaluation for underlying acute demyelination is somewhat limited without IV gadolinium contrast material 2. Mild cervical spine degenerative changes, without significant spinal canal or neural foraminal narrowing. On (B)(6) 2012:mr brain w and wo contrast:there remain a few small foci of hyper intense t2 and flair signal within the periventricular and subcortical white matter. The largest is located adjacent to the left lateral ventricle. There is no enhancement or restricted diffusion to suggest acute process. These can be seen with chronic small vessel ischemic changes- other considerations include changes from prior infection or inflammation, prior toxin exposure, possible prior demyelination, or even be associated with headaches. These are of uncertain clinical significance. Please correlate. 2. Developmental venous anomaly appears stable within the right frontal lobe. Most recent follow-up information incorporated above includes: on 5-dec-2018: lot number, medical history added from medical record. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain as a result of the essure implantation") and demyelination ("white matter changes in brain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 3 (date of birth (B)(6) 2001, (B)(6) 2006, (B)(6) 2009), cholecystectomy in 2007, normal delivery (live child) in 2001 and recurrent abortion (miscarriages; she doesn't recall specific dates but they occurred between (B)(6) 2006 and (B)(6) 2009). Concurrent conditions included tingling and anesthesia. Concomitant products included venlafaxine (effexor) in (B)(6) 2012 for anxiety and depression, levothyroxine in 2007 for hypothyroidism, nifedipine on (B)(6) 2012 for leg pain, gabapentin on (B)(6) 2012 for pain in extremity, colecalciferol (vitamin d3) on (B)(6) 2012 for vitamin d low as well as prazosin in (B)(6) 2012 and prednisone on (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain/persistent abdominal pain/ abdominal pain post essure placement"). On (B)(6) 2012, the patient experienced migraine ("migraines/migraine diagnosis with systemic pain/ migraine headaches"). In (B)(6) 2012, the patient experienced pain in extremity ("leg pain/ severe leg pain/feet pain"). In (B)(6) 2012, the patient experienced hypoaesthesia ("numbness in extremities / numbness of extremities/numbness in legs/ numbness in hands"). In (B)(6)2012, the patient experienced visual impairment ("vision changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), demyelination (seriousness criterion medically significant), feeling abnormal ("cognitive fog"), memory impairment ("memory issues"), amnesia ("memory loss"), headache ("headaches"), anxiety ("mental anguish / anxiety"), depression ("depression"), post-traumatic stress disorder ("ptds"), hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure(new onset migraine and vision"), panic attack ("panic attacks"), investigation noncompliance ("she did not undergo essure confirmation test.") And treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the abdominal pain had resolved. In (B)(6) 2012, the migraine and pain in extremity had resolved. At the time of the report, the pelvic pain, demyelination, amnesia, anxiety, depression, post-traumatic stress disorder, hypersensitivity, panic attack, investigation noncompliance and treatment noncompliance outcome was unknown and the hypoaesthesia, feeling abnormal, memory impairment, visual impairment and headache had resolved. The reporter considered abdominal pain, amnesia, anxiety, demyelination, depression, feeling abnormal, headache, hypersensitivity, hypoaesthesia, investigation noncompliance, memory impairment, migraine, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder, treatment noncompliance and visual impairment to be related to essure. The reporter commented: she did not claim allergy to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of your essure placement procedure. She was not advised of any complications from your essure removal procedure. She did not retain the essure or any portion of it. An essure coil was placed into both tubal ostia with 3 trailing coils on the right and 5 trailing coils on the left. Patient tolerated procedure well and was discharged home without complications. Diagnostic results: (B)(6) 2012: mr brain w and wo contrast: . Nonspecific white matter lesion identified within the right frontal lobe and left posterior temporal lobe. There is no associated enhancement. This may represent demyelinating disease or the sequela of migraine headaches. Infectious/inflammatory etiologies are also included in the differential diagnosis as are low-grade neoplasms, although these are considered less likely. Incidental note of a developmental venous anomaly within the right frontal lobe (B)(6) 2012:mr c spine wo contrast: no abnormal cervical spinal cord signal on the today's non contrast examination. Evaluation for underlying acute demyelination is somewhat limited without IV gadolinium contrast material mild cervical spine degenerative changes, without significant spinal canal or neural foraminal narrowing.. On (B)(6) 2012: mr brain w and wo contrast:there remain a few small foci of hyper intense t2 and flair signal within the periventricular and subcortical white matter. The largest is located adjacent to the left lateral ventricle. There is no enhancement or restricted diffusion to suggest acute process. These can be seen with chronic small vessel ischemic changes- other considerations include changes from prior infection or inflammation, prior toxin exposure, possible prior demyelination, or even be associated with headaches. These are of uncertain clinical significance. Please correlate. Developmental venous anomaly appears stable within the right frontal lobe. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical record & plaintiff fact sheet received. Events abdominal pain, amnesia, anxiety, demyelination, depression, feeling abnormal, headache, hypersensitivity, hypoesthesia, investigation noncompliance, memory impairment, migraine, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder, treatment noncompliance and visual impairment are added. Historical condition and drug , concomitant condition and drug added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.